Event description:
The olympus (omsi) field service engineer was informed by the user facility that during preparation for use, it was observed that the touch screen panel of the visera elite ii video system center totally blacked out. A half an hour later, it started functioning again and the doctor was able to complete the therapeutic laparoscopic cholecystectomy with the same machine. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The cause of the foreign material at the forceps elevator is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus field service engineer further reported that the patient was under general anesthesia but no additional dose was given.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the delay (b5). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 1 year since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.